Event description:
Customer reported experiencing high and low blood glucose readings. Customer stated that they once woke up with blood glucose readings of 59 mg/dl and had treated with coca cola. Customer stated that they were currently running high with blood glucose readings of 464 mg/dl. Customer has treated the high with 8 units of bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Tiny air bubbles were noticed in the tubing. Displacement test was performed and passed. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.